Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, the valve was recaptured due to an incorrect implant depth. Upon the second deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). The valve was recaptured and the system was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) using a new compression loading system (cls).  Upon the first deployment attempt of the new valve, the valve was recaptured due to an incorrect implant depth. Upon the second deployment attempt, an infold was observed.  It was noted that the target implant depth when the infold occurred was 3 mm.  The valve was recaptured and the system was withdrawn from the patient, and a new valve was implanted. Per the physician, the patients calcified anatomy contributed to the infolds. It was noted that a 10 minute procedural delay occurred as a result of the infolds.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012514790); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.